Event description:
Base was damaged by an electrical short, possibly due to cleaning. Caller reports there is some melting and charring. No injury reported. Requested return of suspect base and replacement was sent.